Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2016-02439; reference MFR. Report# 1627487-2016-02443. It was reported the patient experienced ineffective stimulation and inturn, stopped charging the ipg. As a result, the ipg was inoperable. Surgical intervention was taken where the ipg and leads were explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively.